Event description:
This was a cardiac lead extraction case. No details about procedure location or preparation are currently available, nor are details about the leads being extracted or conditions for lasing. It is known that a tear to the right atrium occurred, requiring a sternotomy. The patient survived. The devices used were 14 fr and 16 fr sls ii, cat. # 500-012 and 500-013, respectively. Lot numbers are unknown. No devices were returned for engineering evaluation. Without lot numbers, no internal lot history review could be performed.

Manufacturer narrative:
Device not returned.